Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette is locked and not working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used and fair condition. This device has not been serviced previously. Function testing showed lock function of the latch lock assembly is not working. When locking cassette, system doesn't recognize and provide cassette locked message. Replaced latch flex sensor to resolve problem and device passed all functional tests.

Manufacturer narrative:
While performing a review of file (B)(6), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-07279 is no longer considered reportable, please disregard any reports associated with it.